Manufacturer narrative:
Medical device continued: 4092-52 lead implanted: (B)(6) 2003.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and noise. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: it is not possible to determine if the product meets specifications based on clinical data. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated save to disk/result oversensing non-physiologic/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.